Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned during a revision procedure for an issue with the implantable cardioverter defibrillator (ICD) which is noted on report 2124215-2019-08890. The ra lead had high threshold measurements. A new ra lead was not implanted in the patient. The patient was implanted with a single chamber ICD and right ventricular (rv) lead. No additional adverse patient effects were reported.